Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed blisters underneath the wiring, electrodes, and elastic. Some of the blisters were filled with water and some of them were broken open. The patient's physician advised the patient can remove the device when there are people with him. During a follow-up, it was reported that the patient's irritation got worse then improved and was drying out.